Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that there was a restriction in the vacuum supply to the differential waste chamber, vc7. The fse replaced the vacuum supply tubing to vc7, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a bloody leak on the counter from the coulter lh 500 hematology analyzer. The customer was troubleshooting instrument vote outs in auto mode when the leak was noticed. The customer attempted to replace the needle cartridge but the instrument was still leaking. The volume of the leak was about 10 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat and a face shield at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.